Event description:
During a clinic follow-up, an increase in the capture threshold and episodes of nose resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.